Event description:
The following information was reported: pseudoaneurysm formed post mynx ace vascular closure device deployment procedure. The patient was hospitalized. It is unknown if the patient's hospitalization was mynx related. Procedure type: diagnostic sheath size: 6f stick location: medium vessel size: 7 mm vessel type: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).